Event description:
It was reported that the ipg had not been holding a charge well. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg had not been holding a charge well. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted ipg was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.